Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device was leaking at the number one (1) button. The device failed the inspections associated with the air channel flow, water flow, water removal, water channel condition and switch condition. Foreign debris was found to be protruding from the outlet pipe of the air/water nozzle. The material appeared to be black rubber. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope failed the manual leak test during maintenance. During inspection of the returned device, debris was identified in the air/water nozzle, which was attributed to insufficient cleaning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material present in the air/water nozzle was likely from when the device was used in the endoscopy room and/or the injection tube which caused the silicone rubber products to enter the device by mistake. This likely occurred due to insufficient reprocessing per the instructions for use. It is likely the facility staff did not receive proper training on reprocessing and/or device handling according to instructions for use. The following information is stated in the instructions for use regarding insufficient reprocessing of the device which may have prevented the event: ¿1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ the following information is stated in the instructions for use regarding cleaning of the device which may have prevented the event: ¿to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure.¿ olympus will continue to monitor field performance for this device.